Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The reported valve was implanted on (B)(6) 2019. On post-op day 1, the iop was at 1 mmhg, and no post-op meds were given to the patient. On (B)(6) 2019, the patient had an iop of 12 mmhg, which is within the intended functioning of the device.

Event description:
Iop less than 3 on day 1.